Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of the left side device: "suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style". The device was explanted.